Event description:
It was initially reported by the current treating physician that it was observed that the pt's parameter off-time was set to 60 mins off, which did not appear to be an intended setting. The physician did not interrogate the pt's device at that the previous appointment on (B)(6) 2010. The pt's off-time was still at 60 mins off at that time. A search performed in the manufacturer's programming history database indicated that the pt's device settings were inadvertently changed following an unsuccessful diagnostic test, which changed her output current to 1.0ma and 60 min off. The pt has since had her settings changed with her off-time corrected. The pt had multiple visits following the change in settings where the output current was titrated up and not corrected at that time.